Event description:
Pt was being fed using a pump. 500 ml of an enteral feeding solution were hung, and the pump was set to delivery 150 ml/hr. 500 ml were delivered in 30 minutes. Following the event, the pt vomitted. There was no illness, injury or medical intervention resulting from the event. Reporter stated this device over-delivered 3 times over the course of 2 weeks. One pt involved. Note: event date given above is approximate.